Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), product type: extension. Product ID: 3708140, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 15-dec-2014, UDI#: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 15-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was an infection at the pocket; antibiotics administered. Issue was resolved. The ins was explanted and the extensions were partially explanted.